Manufacturer narrative:
Correction - d1- brand name should have been included in previous report. Correction d4- additional device information should have been included in previous report correction d6a- implant date should have been included in the previous report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was returning home after an implant of a implantable cardioverter defibrillator (ICD). The patient experienced nauseous, lightheadedness and dizziness, and received no shock from the ICD. The patient lost consciousness for a few seconds, then felt drowsy for 5-10 minutes. It was reported the episode was likely due to dehydration, the implant procedure and a prolonged period without nicotine. The patient suffered no adverse consequences related to this event.